Event description:
Revision hip surgery removing cemented exeter stem and a competitor's cup. Implants revised after broken exeter stem was due to lysis around cup and proximal femur over 20 years surgeon commented on the poly wear of the liner, consequently, the change of the centre of the femoral head causing wear and tear and pain.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.